Event description:
No new information.

Manufacturer narrative:
Reported event: an event regarding loosening involving an unknown gmrs femoral component was reported. The event of loosening was confirmed. Method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: 'this pi is for the revision in or after 2024. As per pss implant request case: mechanical loosening of right knee. Patient had a giant cell tumor which resulted in a distal femoral fracture, treated with a gmrs distal femoral replacement in 2016. Both sides (femur and tibia) were revised in 2018 for aseptic loosening. Tibia was revised again in 2020. Now femoral component is loose while tibia remains well fixed. The x-rays shows lucencies about the femoral stem of the distal femoral replacing rotating hinge tka consistent with a loss of fixation. No documentation regarding revision surgeries was provided. The root cause for this mechanical complication cannot be determined from the documentation provided.' -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: a review of the provided medical records by a clinical consultant indicated: 'this pi is for the revision in or after 2024. As per pss implant request case: mechanical loosening of right knee. Patient had a giant cell tumor which resulted in a distal femoral fracture, treated with a gmrs distal femoral replacement in 2016. Both sides (femur and tibia) were revised in 2018 for aseptic loosening. Tibia was revised again in 2020. Now femoral component is loose while tibia remains well fixed. The x-rays shows lucencies about the femoral stem of the distal femoral replacing rotating hinge tka consistent with a loss of fixation. No documentation regarding revision surgeries was provided. The root cause for this mechanical complication cannot be determined from the documentation provided.' The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The following information was provided: this pi is for the revision in or after 2024. As per pss implant request: mechanical loosening of right knee. Patient had a giant cell tumor which resulted in a distal femoral fracture, treated with a gmrs distal femoral replacement in 2016. Both sides (femur and tibia) were revised in 2018 for aseptic loosening. Tibia was revised again in 2020. Now femoral component is loose while tibia remains well fixed.